Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). In the instructions for use it is stated under possible adverse effects, "intraoperative and early postoperative complications can include... Temporary or permanent nerve damage resulting in pain or numbness to the affected limb." This is 5 of 5 reports being submitted for the same patient (reference 1825034-2017-00934 / 00938 / 00939 / 00940 / 00942 ).

Event description:
It was reported that the patient experienced pain and impingement at the 6 week followup. At 2 months post-implantation, unusual shoulder pain and mild instability was observed in the operative shoulder. At the 3 month followup, further mobility issues, instability, and impingement were reported. Four months post-operatively, the subject was diagnosed with a subscapularis tear, and two weeks after this diagnosis, the subject underwent a pectoralis tendon transfer procedure. No further information is available.